Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was nearing end of of life. The device was attempted to be programmed to monitor only but difficulties interrogating device were encountered. Eventually a magnet was placed on the the device. It was confirmed that the device was programmed off. The device remains implanted.